Manufacturer narrative:
Balt USA reference (B)(4). An evaluation of the actual complaint sample could not be performed as device was unavailable to be return. Based on the provided information, root cause could not be definitively determined. Lack of device return prevented deeper evaluation of the reported issue. The lot number was not provided therefore a review of the lot history records could not be performed. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "treatment of a recurrent aneurysm in the left carotid t. Successful placement of the stent and coiling. The stent was moved/displaced when the pusher wire was removed. When the stent has moved, a coil was also pulled out of the aneurysm into the parent vessel. (Aca, a1). Successful retraction of the coil using a retriever (preset). Stent capturing/"retraction" unsuccessful. Patient suffered intracranial hemorrhage in the anterior circulation. Patient injury: patient suffered intracranial hemorrhage in the anterior flow area. Update: 25-jul-2022: patient died (death) on friday (B)(6) 2022" 19jul2024 update: notification received from balt extrusion indicating that the customer has informed bfarm that they used optima coils during this case (they did not mention the ref or lot number). Based on the initial report, it was indicated that "when the stent has moved, a coil was also pulled out of the aneurysm into the parent vessel". With this additional information received from bfarm, it can be concluded that the single implant coil which migrated from the aneurysm during this case was an optima coil system. The initial information provided from the hospital did not indicate that an optima coil was involved in this case. From the initial details regarding the case, it is mentioned that "successful retraction of the coil using a retriever (preset)."